Manufacturer narrative:
H.6. Investigation: bd received two documents with photos and a ftir analysis submitted for evaluation. The reported issue was confirmed upon inspection of the provided documentation. The foreign matter was determined to be cellulose, which can be found in our packaging process. A review of the manufacturing area was performed and at the time, there were no potential sources of the foreign matter present. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that angiocath special orn 14ga x 5.25in had foreign matter. This occurred on 7 occasions. The following information was provided by the initial reporter: particles found in the angiocath package. Black fibers have been observed in manufacturing on the needle cover of angiocath. 40 items were inspected of and on 7 items black fibers were found. The black fibers were analyzed using microscopic fourier transform infrared spectroscopy technique and sem/xrma at triskelion. The particles were determined to be cellulose.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath special orn 14ga x 5.25in had foreign matter. This occurred on 7 occasions. The following information was provided by the initial reporter: particles found in the angiocath package. Black fibers have been observed in manufacturing on the needle cover of angiocath. 40 items were inspected of and on 7 items black fibers were found. The black fibers were analyzed using microscopic fourier transform infrared spectroscopy technique and sem/xrma at triskelion. The particles were determined to be cellulose.